Event description:
Caller (patient's husband) alleged discrepant results compared with the doctor's inratio2 meter. Results as follows: date: (B)(6) 2012; patient's inratio2: 7.2, 4.9, 5.0; doctor's inratio2: 2.9. Caller also reported imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2: 7.2, 4.9, 5.0. Patient tested a total of 12 times, however patient's husband was unable to provide all of the results. Time between patient's inratio2 and doctor's inratio2 testing: not provided. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.